Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the coronary artery. Following stent deployment, a 3.50mm x 15mm emerge balloon catheter was advanced for dilation however; difficulty was encountered removing the device from the side branch. The device was removed completely from the patient by pulling it out. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.